Event description:
It was reported that the patient had a lead revision on (B)(6) 2014. No specific details surrounding the revision were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v447408, implanted: (B)(6) 2010, product type: lead. (B)(4).